Event description:
It was reported that the bd ultrasafe x100lg2xl png blue tint activated early. The following information was provided by the initial reporter,: the protective cap was still on. The plunger was still outside but cannot be moved. Solution is still inside the fsp.

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd ultrasafe x100lg2xl png blue tint activated early. The following information was provided by the initial reporter,: the protective cap was still on. The plunger was still outside but cannot be moved. Solution is still inside the fsp.

Manufacturer narrative:
H.6. Investigation summary: confirmed: reported condition was observed at bdm-ps.